Event description:
Event date approximation of date pt began seeing a nurse using galvanic skin response measurement device mfg by biotron. She claimed to be able to detect both the presence and absence of cancer cells in various organs and the lymphatic system with this machine. Pt was diagnosed with melanoma. They declined "traditional" treatment with hosp and was monitored and treated by nurse with previously mentioned device. When this nurse first saw pt, she told pt they were cancer-free. She indicated to rptr that she had detected cancer cells several times during the 2-year period of visits, however, she "got rid of them". Saw her approx 9 hrs prior to their death. She stated then that she could not detect the presence of cancer cells in pt's body, only arsenic.